Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope produces too much pressure during the washing process and then could not be cleaned. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of air/water channel clogged and below specification. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the led to the malfunction: insufficient reprocessing due to distal end of air/water channel clogged and below specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.